Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set that showed difficulties during use. According to the report, during an infusion of perfalgan, the solution would not flow without removing the luer cap. The condition occurred before patient use during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.